Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14644. It was reported that an asymptomatic patient presented to a follow-up in-clinic on (B)(6) 2020 with their implantable pacemaker exhibiting premature battery depletion. The right ventricular lead also exhibited high capture threshold. The pacemaker was explanted and replaced on (B)(6) 2020. The lead was capped and replaced during the same procedure. Patient condition was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.